Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed low flow events; however, a specific cause for these events could not be conclusively determined though this evaluation. Furthermore, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported respiratory distress and positive lactate could not be conclusively established through this evaluation. The submitted controller event log file contained events from (B)(6) 2024 and (B)(6) 2024. Transient low flow alarms were captured on (B)(6) 2024. Of note, pulsatility index (pi) values appeared to be elevated during the low flow events. No other notable events or alarms were captured, and the system appeared to be operating as intended at the stored patient speed. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further related events reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. C is currently available. Section 1 of the IFU, ¿introduction,¿ lists potential adverse events that may be associated with the use of the heartmate 3 lvas. Section 1 also provides an explanation of pump parameters, including flow. This section explains that pump flow is a calculated value that is estimated based on pump power. Section 4 of the IFU, ¿system monitor¿, provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. This section also notes that, in general, the magnitude of the pulsatility index (pi) value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e., the pump is providing less support to the left ventricle). Section 7 of the IFU, ¿alarms and troubleshooting¿, describes alarm conditions (including the low flow hazard), as well as the appropriate actions associated with them. The heartmate 3 lvas patient handbook, rev. D, is currently available. Section 5 "alarms and troubleshooting" outlines system controller alarms, as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted on (B)(6) 2024 with respiratory distress and positive lactate. It was noted that the patient had been experiencing frequent, non-sustained low flow alarms and a low flow software upgrade had been discussed for the patient. Log files were submitted for review and captured low flow events on (B)(6) 2024 from 1720 until 2300 with the estimated flow hovering around the 2.4 to 2.5 liters per minute (lpm) range.

Event description:
It was reported that the patient had respiratory distress and positive lactate and was having frequent non-sustained low flow alarms. It was noted that a low flow software upgrade had been discussed for the patient. Log files were submitted for review and captured low flow events on 22may2024 from 1720 until 2300 with the estimated flow hovering around the 2.4 to 2.5 liters per minute (lpm) range.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.